Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process. During evaluation of the device, the service technician observed visible foam particles within the blower kit and identified blower foam degradation. Additionally, fluid contamination was noted during the evaluation. Following completion of the evaluation, the device was scrapped by the service center. Based on the investigation findings, this event is reportable under FDA 21 cfr part 803 as a product malfunction.